Event description:
A nurse reported that during a vitrectomy procedure, when the infusion line was put into the cannula and turned on, the infusion line popped out of the eye. The customer opened a new 23 gauge pack and used the new infusion line and trocar without any issue. There was no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the DHR (device history record) shows the product was released per specifications. The customer did not retain a sample for this complaint, as such functional testing could not be conducted. Root cause unk; the customer complaint could not be verified as a sample was not received, however, the customer event is believed to be related to design specification. (B)(4).